Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer reported most current blood glucose was 250 mg/dl. Customer reported insulin pump had battery out limit. Customer was able to successfully clear alarm and were able to rewind insulin pump. Device will not be returned for analysis.